Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿ describes the following warning. 9 inspect the air / water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. Inspection of the water feeding function: 1. Cover the spray valve hole with your finger. 2. Depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, water tightness was lost due to a cut on switch 2 and 4. The device evaluation found that the nozzle had foreign objects. The cleaning, disinfection, and sterilization (cds) was performed by the customer before it was sent back to olympus for repair. There was no delay in the start of pre-cleaning, it was unknown if the air / water nozzle was flushed with water and air, and it was unknown if there were any abnormalities in the accessories used for reprocessing. It was unknown if the endoscope was immersed in the detergent, unknown if the customer wiped / brushed the air / water nozzle with clean lint-free cloths / brushes / sponges, and unknown if the air / water nozzle was flushed with the detergent solution. Additional findings include the following: the scope identification was not displayed due to corrosion on the scope identification cable, the light guide lens had a crack / discoloration, the objective lens had discoloration, the scope connector cover unit was sticky, the universal cord was sticky, the suction cylinder was shaved, the control unit had discoloration, the light guide bundle was slipping down, the control unit had corrosion due to water leakage, the adhesive on the bending section cover had a chip, the play of the up / down knob was out of the standard value due to wear of the angle wire, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, an e315 unsupported scope error occurred due to corrosion on the endoscope connector, and the scope connector was dirty due to water leakage. The following had a scratch: the connecting tube, plastic distal end cover, scope connector cover unit, the scope connector, universal cord, switch box, forceps elevator lever, forceps elevator knob, up / down / right / left knob, control unit, grip, and the scope cover. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had an air bubble from the switch. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.